Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Death and right heart failure are known potential complications that may be associated with use of this product and in all patients with heart failure.

Event description:
A report was received that a patient developed multi-organ failure (mof). The site reported that the patient was treated with "optimal medical management" but subsequently expired on (B)(6) 2017. The site reported that an autopsy was not performed and that the event was not related to the pump. No further information was provided.

Manufacturer narrative:
Additional information received indicates that the patient was admitted to hospital on (B)(6) 2017 and required treatment with an intra-aortic balloon pump placement and "ecls" without ventilator support. By (B)(6) 2017, his condition had deteriorated and he was reported to be in multi-organ failure without subsequent re-compensation. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.